Event description:
A surgeon reported that a posterior capsule tear occured after the fourth quadrant was removed during a laser assisted cataract surgery. A vitrectomy was performed and a sulcus intraocular lens was inserted. The procedure was completed with no further harm to the patient. A company representative, who was present at the time of the procedure, noted that the surgeon did not check to see if the lens was free before removing the lens quadrants.

Manufacturer narrative:
No further information was able to be obtained from this customer. There were no reported system messages or other system issues that would clearly indicate that the laser contributed to either of the reported events. Based on quality assessment, the product met specifications at the time of release. There were no reported system messages or other system issues that would clearly indicate that the laser contributed to either of the reported events. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).